Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer's blood glucose was 53, 150, 200 mg/dl. The customer declined the low blood glucose troubleshooting, since she stated that she was not on auto mode and might have over bolus. The customer was unable to get the transmitter connected to the insulin pump. The insulin pump will not be returned for analysis.